Event description:
It was reported that the pt underwent a total vaginal hysterectomy in 2003. A needle broke during ligation of the right cardinal ligament. The needle was being placed into the clamped cardinal ligament and broke when the surgeon reached below the clamp to retrieve the needle after placement at the tip of the clamp. The break was recognized immediately, but the needle tip retracted into the ligament before it could be retrieved. The needle fragment could be seen on x-ray. Pt was returned to the o.r. In 2003 for removal of needle fragment.